Event description:
High impedance was observed on a patient's device during a system diagnostic test. The physician programmed the patient's generator off due to the high impedance. No surgical intervention for the high impedance has occurred to date. No additional relevant information has been received to date.